Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the stimulator extender was not working properly. There was no patient impact.

Manufacturer narrative:
Analysis found that the stimulator extender has connection failure due to defective pcb. Two connector nuts are broken and cracked as well. If information is provided in the future, a supplemental report will be issued.